Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analyst commented, battery voltage was 2.6548 volts on (B)(6) 2015. (B)(4).

Event description:
It was reported that during follow up check of implantable cardioverter defibrillator (ICD), upon interrogation battery voltage showed 2.66 volts after only one year and eight months of implant, and confirmed that device provided twenty shocks over the life of the device. The ICD was indicated as unexpected longevity. The ICD remains in use, with scheduled battery replacement. No patient complications have been reported as a result of this event.